Event description:
It was reported that the patient presented for routine implant of the left ventricular (lv) lead. During the produce the lead exhibited high capture threshold. The lv lead implant was abandoned, and a left bundle branch (lbb) pacing lead was implanted. Ther were no patient consequences.